Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review found several alarms. The most recent of which was a check patient line alarm. No abnormalities were identified during visual inspection. The device powered on and performed a simulated therapy successfully. The device was able to pass all functional testing. A device history record review was performed with no issues identified. A check patient alarm was identified in the alarm logs, but a specific alarm was unable to be duplicated during sample evaluation. Furthermore, no non-conforming product was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem occurred with the home choice (hc) during use. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.